Event description:
Pt was difficult to arouse as reported by spouse. Admitted to ER with c/o chest pain developing and weakness and nausea throughout the day. Pt had stable vitals and negative review of systems. Pt reports decreased oral intake and bilateral lower extremity pain. Hypoxic with o2 sats 85%-88%. Pt discharged with instruction to follow-up with pulmonologist, pcp, radiation oncologist and medical oncologist. On o2 at home.